Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The item pops out very easy. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: can you identify the lot number of the product used? Unable to obtain. The reported code j765b was not found in the system. Please confirm the product code. J765d is the suture code and I am sending it back today (saturday). When did the needle detach or pop out from the suture (in the package, during removal from the package, during handling prior to use on the patient, or during use on the patient)? Please provide details for each affected device. The needle would detach from the suture even when they were pulling from the package or prior to starting suturing on the patient. Noticeably before normal release. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date supplemental h6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with two detached needles, two sutures and six needle suture combination was received for analysis. The product code j765g is multistrand and contains eight strands per packet. After investigation of the two detached needles and sutures, short insertion was observed in the strands. The visual inspection concluded that the combinations of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. In the inspection of the six needle suture combinations no anomalies or issues related to pull off - suture needle were observed during the evaluation. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system.